Event description:
The report stated during a masteopexy procedure, the pencil tip was arcing to the patient causing a burn. The burn was on tissue that was planned to be resected, and so it was removed with no patient impact. The generator was checked by the site and found to function to specification.

Manufacturer narrative:
The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.